Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported inaccurate sensor readings. Customer care made multiple attempts to contact the user to perform troubleshooting, but no response was received and no further assistance could be provided.

Event description:
Senseonics was made aware of an incident were reported inaccuracy in sensor readings. No injury or medical intervention was reported. Customer care made multiple attempts to contact the user to provide further assistance, but no response was received.